Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device no lot # provided. Medical device expiration date: unknown. Device manufacture date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd 10ml syringe luer-lok¿ tip cracked during low pressure use. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Investigation summary: DHR review could not be performed due to unknown batch #. Sample evaluation: one contaminated syringe labeled ¿heparin/saline¿ partially filled with liquid inside a plastic bag was received by bd canaan. The sample bag was coated with the liquid on the inside and the syringe on the outside. The syringe had a visible crack in the barrel wall. Based on the sample evaluation: confirmed: bd canaan was able to confirm the customer's indicated failure. Investigation conclusion: root cause undetermined.